Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels. The cause of the high bg was not known and it was thought that they may be related to the pump. The customer declined tandem technical support's offer to troubleshoot as she was driving. Although additional attempts were made to speak to the customer, no response was received.